Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella rp device for mechanical circulatory support and began bleeding from an unknown source. The patient would eventually expire. The patient presented to the emergency department after having a ventricular fibrillation arrest at home. In emergency department the patient coded multiple times, intubated, and was transferred to catheterization lab for an angiogram. After 10% ejection fraction on left ventricular gram, the right coronary artery (rca) disease from angiogram, and cardiogenic shock with unstable hemodynamic status, the decision was made to implant an impella cp prior to percutaneous coronary intervention (pci). After the impella cp inserted, the pci was performed on rca, the patient lost pulsatility and continued to decompensate hemodynamically. A right heart catheterization was completed and pulmonary artery pulsatility index revealed as 0.3. The decision was made to escalate to an additional impella rp device (with heparin in the purge system). The patient's pulsatility came back as soon as the impella rp was started, and the mean arterial pressure was maintained above 55. The impella was secured, the sheath was secured and dressed, and the patient transferred to unit on bipella support. Following the implant, pulses in the right leg (impella cp side) became weak and the right foot appeared mottled. The leg began to swell, and a fasciotomy was subsequently completed to restore pulse to the leg. Four days later, pulse was once again absent in the patient's leg (impella cp side). The patient had been given ten units of blood as a result of the condition and intervention. Coinciding with the ischemia, the patient also developed hemolysis with four units of bleed being given to help manage the hemolysis. The support level was lowered to reduce suction that may have been contributing to the hemolysis. As a result of the prior interventions, the patient experienced bleeding complications from the fasciotomy sites. Multiple blood products were given to counteract the bleed and heparin levels were reduced. The patient later passed away after seven days of support. It is unknown if the complications contributed to the patient's passing.

Manufacturer narrative:
The event date reflects the same as the associated medical device report accordingly (best estimate) given totally of the information for the event. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Note: as heparin was in the impella rp purge, the impact/exacerbation to the bleeding is unknown. Therefore, this is one of two medical devices associated with this event. Refer to manufacturing report number 1220648-2025-25587. Use of the repositioning sheath and the 23 fr peel-away introducer: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ section: warnings and cautions: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 manufacturing site name and address was inadvertently entered incorrectly on the initial manufacturer device report number 1220648-2025-25777.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Placement signal issue: the fm "optical signal issue" was updated to "placement signal issue" since the complaint involves the dp sensor. No product was returned. Log review shows the placement signal drifting up before going out of spec and intermittently coming back in and out throughout the rest of the case. The pump flow drifted down before going out of spec (to zero). The motor current was stable and followed the changes in p-level. The cvp was also stable until going out of spec with the placement signal. Psnr alarms related to the dp sensor were also triggered. The optical parameters were steady indicating that the optical sensor was not affected. The root cause of the placement signal issue was most likely sensor drift since data logs indicate the pattern. Vascular damage - peripheral vessel: the bleeding was from the right leg fasciotomy procedures, which were performed to treat the limb ischemia in the right leg (cp site). Per mso review, if heparin is used in the purge, the pump cannot be dissociated from any bleeding. Heparin was used in the purge solution of the rpsa, so the rpsa cannot be dissociated from the right leg vascular damage. Please refer to 25-40478-1 for further investigation into the right leg vascular damage. The root cause of the vascular damage was not determined since insufficient clinical details were provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.